Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that rv oversensing was seen on non-sustained lead noise episodes via remote transmission. The episodes showed oversensing of atrial events. A chest x-ray confirmed lead dislodgement. The lead had pulled back to the tricuspid valve. The patient is suspected to be a twiddler. The lead was explanted. The patient was not symptomatic and was stable throughout the surgery.